Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart after replacing the battery and then multiple countdown appearing on the insulin pump for no apparent reason. Customer was able to clear the alarm and able to rewind the insulin pump. Self test was ok. Battery cap replacement did not work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. Device received with broken belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. (B)(4).